Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(Evaluation summary) for analysis results. Manufacturer's reference # (B)(4), during an atrial fibrillation procedure, it was reported that an error message was displayed (¿88: force reading obstruction¿) as well as quick temperature ramp up during ablation. Therefore, the physician removed the thermocool® smart touch¿ electrophysiology catheter and noticed some coagulation/char on the tip of the device. The catheter was exchanged and the procedure was completed. There were no patient consequences. The returned device was visually inspected and found in good physical conditions. No char was found. Per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. In addition, an irrigation test was performed and the catheter passed. Finally, it was tested for screening test and failed. Further examination showed that the force sensor was within specifications. According to the screening test results and the force sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint in regards of the force issue was confirmed. While for the char reported, it was not confirmed.

Event description:
During an atrial fibrillation procedure, it was reported that an error message was displayed ("88: force reading obstruction") as well as quick temperature ramp up during ablation. Therefore, the physician removed the thermocool smart touch electrophysiology catheter and noticed some coagulation/char on the tip of the device. The catheter was exchanged and the procedure was completed. There were no patient consequences. Multiple attempts have been made to obtain additional information of this complaint. However, no further information has been made available. Based on the initial information reported, as there was coagulation/char noticed on the tip of the catheter, this complaint became reportable.